Event description:
Battery almost caught on fire.

Manufacturer narrative:
According to the customer contact, the "batteries almost caught on fire". The device was not in use at the time and no injury was reported due to the incident. The customer reports having the device serviced in the past but is unable to provide any additional details. The sample has been returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.